Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that a laser was stopped midway through a flap making procedure. An error message occurred. Procedure was aborted and has not been completed. No patient harmed was noted.

Manufacturer narrative:
During technical onsite visit, the field service engineer (fse) stated the vacuum one reading intermittently was below specification. The fse checked the vacuum circuit and reseated all connections and tubing. Vacuum readings were then checked and were correct. The fse also completed preventive maintenance. The system meets specification per service test procedure. The root cause could not be identified conclusively. The possible root cause could be a contact problem of the vacuum circuit due to unknown reason. The manufacturer internal reference number is: (B)(4).